Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and during the evaluation it was noted that the device failed an active exhalation control module system pre-test. The technician states the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The device has not yet been repaired and is pending the customers approval. Follow-up repair to be handled by a philips authorized service provider. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and during the evaluation it was noted that the device failed an active exhalation control module system pre-test. The technician states the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The device has not yet been repaired and is pending the customers approval. Follow-up repair to be handled by a philips authorized service provider. Additional information: the technician replaced the 3 way solenoid valve and proportional valve (aecm) to address the failed active exhalation verification test and performed a final test, and the unit passed with no issue. The technician confirmed the system meets the specification for the performed service and is returned to use. The suspected 3 way solenoid valve and proportional valve (aecm) were sent to the manufacturer product investigation lab for further investigation of the failure. If any additional information is received, a follow-up report will be filed. Box h coding was updated. New information/linv: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The technician replaced the 3 way solenoid valve and proportional valve (aecm) to address the failed active exhalation verification test and performed a final test, and the unit passed with no issue. The suspected 3 way solenoid valve and proportional valve (aecm) were sent to the manufacturer product investigation lab for further investigation of the failure. The 3 way solenoid valve and proportional valve was returned to the receiving inspection quality lab (riql) for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of this part is required at this time.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and during the evaluation it was noted that the device failed an active exhalation control module system pre-test. The technician states the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The device has not yet been repaired and is pending the customers approval. Follow-up repair to be handled by a philips authorized service provider. If additional information becomes available a supplemental report will be filed. New information: the technician replaced the 3 way solenoid valve and proportional valve (aecm) to address the failed active exhalation verification test and performed a final test, and the unit passed with no issue. The technician confirmed the system meets the specification for the performed service and is returned to use. The suspected 3 way solenoid valve and proportional valve (aecm) were sent to the manufacturer product investigation lab for further investigation of the failure. If any additional information is received, a follow-up report will be filed. Box h coding was updated.